Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console does not display any speed. A rotablator console was selected for use. It was noted that the rotablator was not showing the rpms on the display. No patient involvement were reported.

Manufacturer narrative:
Device evaluated by MFR.: the console was returned for evaluation, however, the console could not be tested due to the missing turbine pressure knob. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
It was reported that the console does not display any speed. A rotablator console was selected for use. It was noted that the rotablator was not showing the rpms on the display. No patient involvement were reported.